Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient,implanted with a less invasive stabilization system (liss) plate on an unknown date, was returned to the operating room on (B)(6) 2013 for removal of the plate due to breakage. No additional information was provided. This report is for an unknown liss plate. This report is 1 of 1 for complaint (B)(4).